Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter, ubd: 28-jul-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1mg/ml of dilaudid at 0.1mg/day via an implantable pump for non-malignant pain. It was reported a side port aspiration was performed on (B)(6) 2019 and the hcp was unable to aspirate cerebrospinal fluid (csf) from the side port. The patient had not been seeing therapeutic benefit from the pump therapy despite dose per day increases. A catheter revision was performed on (B)(6) 2019. The distal and proximal segment of the catheter were removed and replaced. The new spinal segment and pump segment were implanted and connected to the existing spinal segment of the original catheter to prevent tunneling again. The explanted product was discarded by the customer, therefore, it would not be returned for analysis. No environmental/external/patient factors were reported that may have led or contributed to the issue. It was reported the issue had been resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.